Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 7 months after the dental implant and abutment was placed in ada site 29 in the mouth, the implant did not integrate in type ii bone. Clinician noted patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as loss of osseointegration.

Event description:
The clinician reported that over 7 months after the dental implant and abutment was placed in ada site 29 in the mouth, the implant did not integrate in type ii bone. Clinician noted patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).